Event description:
Caller reported a cgm error, which was identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller was guided through the pump reset process, after which the error code did not reappear. Consequently, the caller successfully started a new sensor session.